Event description:
A report was received that recently implanted patient was experiencing pain in the abdomen. The physician believed that the pain was associated with the paddle lead curving inside of the epidural space. The patient underwent a lead revision and is reportedly doing well.